Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: improper component placement and occlusion.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. After deploying the internal iliac component in the left internal iliac artery, the physician attempted to remove the delivery catheter but the leading olive was stuck to the distal side of the stent graft. An additional guidewire was inserted followed by a balloon. The delivery catheter was removed after dilating the distal side of the stent graft with the balloon. Reportedly, there was no calcification in the area but the origin of the left internal iliac artery was stenosed. Pre-dilatation was considered but not performed. During the procedure, the aortic extender component was deployed below the left renal artery, but the device unintentionally covered the left renal artery partially. An additional stent was placed in the left renal artery. The patient tolerated the procedure.